Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1174. The pt is implanted with two leads with the same lot number. It was reported that the pt is experiencing a shocking sensation with his scs system. An sjm rep met with the pt and diagnostic tests were good. Reprogramming did not resolve the issue. A CT has been ordered for the pt. He is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.